Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ luer-lok syringe had scale marking issues. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that bd¿ luer-lok syringe had scale marking issues. No serious injury or medical intervention reported.

Event description:
It was reported that bd¿ luer-lok syringe had scale marking issues. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: bd was provided with three photos for evaluation. The photos displayed ink rings on the syringes. Our quality engineer confirmed the reported failure mode. Ink rings are generated during the graduation scale printing process. Ink rings can also be caused by a damaged doctor blade. The blade wipes excess ink off of the print etching which transfers the graduation scale onto the printing pad. When the blade is damaged this excess ink will not wipe off of the etching and a black line is printed on the barrel. This can be fixed by replacing the doctor blade. Based off of the visual inspection our engineer was able to verify the reported defect. However, per bd's visual aid for print defects the ink rings present on the photo would be deemed acceptable. Therefore, no corrective actions were deemed necessary at this time. A review of the device history record revealed zero defects found during production of the reported lot. Investigation conclusion: ink rings are generated during the graduation scale printing process. Ink rings are caused by a damaged doctor blade. The doctor blade wipes excess ink off the print etching which transfers the graduation scale pattern onto the printing pad. When the blade is damaged, it will not wipe the excess ink off of the etching causing a black line to be printed on the barrel. Ink rings are fixed by replacing the doctor blade. Photos showed ink rings that appear to be lighter than the 20% color sample per pp-450v print rejection visual aid (see attached) and would be classified in the ¿yellow¿ section.